Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose due to medication and was not able to set basal rates higher than an extra fifty percent. Customer was instructed on setting basal rates higher than one hundred thirty-three percent per customer's wishes. Customer's blood glucose was 400 mg/dl. Customer required no further assistance.